Event description:
A pt had an elective procedure to an isr of a bx velocity stent in the proximal lad. Preprocedure stenosis was 91%. The 25.96mm target lesion was type c, concentric, diffused and moderately calcified; tortuousity was unk. A radial approach was chosen for the procedure. A 3.0x10mm cutting balloon was used at the target lesion at 8atm for 20 seconds. The site was predilated with a 3.0x10mm balloon at 8atm; inflation time unknown. A 3.0 x 13mm cypher stent was implanted at 10atm for 16-30 seconds. Tem months later, the pt returned for follow up and isr of the cypher stent was confirmed. To treat the restenosis, a 3.0x10mm cutting balloon was used at 8atm for 20 seconds. Ivus was conducted. Stenosis went from 75% to 25%; timi flow was there.